Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device received was performed and identified: curved opening, fold crease, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis identified: a curved sharp crease opening on posterior, two curved striated openings on anterior and posterior, nicks with striations. Fill test inspection was performed and the result is no blockage. Based on the device analysis, the final assessment is: a sharp crease opening assessed as fold flaw opening. Two striated openings assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.